Event description:
It was reported that about 20 minutes into the laparoscopic hysterectomy proecdure, the customer heard a chirping noise from the handle of the instrument, and the instrument stopped working. The procedure was competed with a second handpiece with no patient consequence.

Manufacturer narrative:
Based on analysisresults, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was received with the blade discolored due to heat generated from contact between the blade ad tissue pad. The blade was found to be broken at the disclorated area. This failure is caused due activation of the device while clamped without tissue being present. Or this reason the following statements were included in the instructions for use: "care should be taken not bto apply presure between the instrument blade and tissute pad without having tissue them. This can result in damage to the instrument. "The batch record was reviewed and no anomalies were noted during the manufacturing process.